Event description:
After polymerization for the patella implant, the surgeon could not release the clamp. The surgeon cut the silicone part of the device with a bone saw, but could not unlock. Finally the surgeon managed to unlock the clamp, but the patella component was damaged during cutting the silicone part of the device. The surgery was completed with a 45-minute delay.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned device confirms the reported event. The locking mechanism is not functioning. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. The root cause is attributed to product design. The enhanced attune patella drill clamp will be distributed under product code 254501055. (B)(4) was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search on the reported attune patella drill clamp (product code 254501041) identified similar reports of functional concerns. The product development team is aware of this complaint and is working towards a design to mitigate the reported failure. Previous investigations and evaluations found that the failure may have occurred while the clamp was being squeezed under very high loads and the bearings inside of the cylinder were extruding slightly, causing the mechanism to stick. The enhanced attune patella drill clamp will be distributed under product code 254501055. Co103089400 was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.